Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was complaining of discomfort at the pocket site due to the size of the ipg. The patient underwent a revision procedure wherein the pocket site was moved to the abdomen. The patient was doing well postoperatively with good coverage.